Manufacturer narrative:
Final analysis of the pump revealed battery depletion; end of life. No other significant anomalies were noted. The returned catheter segment was also analyzed, and passed patency and pressure testing; acceptable catheter testing. Results code used for the catheter.

Event description:
The manufacturer received the returned product. No info was provided. The device tracking system indicated that the pt expired. Add'l info has been requested from the hcp, but was not available as of the date of this report.